Event description:
It was reported that during procedure, the basilar artery ruptured during balloon inflation. No treatment was administered to the patient and the patient died. No additional information is available.

Manufacturer narrative:
The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, vessel perforation and death are known risks associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to the event.

Manufacturer narrative:
The subject device was disposed

Event description:
It was reported that during procedure, the basilar artery ruptured during balloon inflation. No treatment was administered to the patient and the patient died. No additional information is available.